Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed tsh result on the alinity analyzer. The following data was provided: sid (B)(6), initial 32.2969 miu/l, repeat 53.6758 miu/l data from other methods was also provided: beckman: >50.200miu/l 13.167miu/l. Architect: 55.4377miu/l 37.7767miu/l 56.7498miu/l 41.5599miu/l. There was no impact to patient management. The patient is being seen for a ural infection and anemia. The patient is currently taking multiple medications (lendacin, flexid, letrox, clanex, maxitrol, clexan, levotiroxin, ciprofloxacin) and the customer is inquiring about possible interference.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data accuracy and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.